Manufacturer narrative:
The adverse event is filed under ais reference (B)(4). Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
According to the complainant, the patient underwent a right total knee arthroplasty on (B)(6) 2021. The femoral and tibial components were implanted using bone cement. Trialing demonstrated appropriate stability and range of motion. The final components were implanted and the wound was closed. The patient was transferred to recovery in good condition with no intraoperative complications reported. Subsequently, on (B)(6) 2022, the patient underwent a revision procedure of the right knee. During the procedure, the existing polyethylene insert (10 mm, size 4) was removed. Following evaluation and trialing, a 14 mm posterior-stabilized polyethylene insert was implanted and secured. The wound was irrigated and closed in layers. The procedure was completed without reported complications.